Event description:
Had a surgical mesh implanted to fix umbilical hernia in (B)(6) 2012. I immediately was in severe pain. Pain continued to get worse over time and I was unable to eat solid food without severe painful attacks. On (B)(6) 2014, surgeon removed mesh along with 36 screws attached. Immediately pain was gone. Surgeon repaired area. I can now eat and do everything that I was unable to do before.